Manufacturer narrative:
Intuitive did not receive a sureform 60 white reload to perform failure analysis. Stapler log: logs show a sureform 60 stapler instrument part number 480460-12, lot number k19250815-0354, was installed on the system 5 times and fired 5 reloads (1 blue, followed by 4 white). On install 1, the system failed to detect the reload color, and the user manually selected the blue reload color via the surgeon side console (ssc) touchpad. The first two clamps were successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, and the firing was completed with 2 pauses for compression. On install 3, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 4, the first two clamps were successful, and the firing was completed with 2 pauses for compression. On install 5, the first clamp was successful, and the firing was completed with 1 pause for compression. There were no stapler related errors in the system logs. Note: refer to medwatch report (MDR) with MFR report # 2955842-2026-25970 for MDR submission of the adverse event/malfunction related to an incomplete staple line involving sureform 60 blue reload.

Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy procedure, the patient experienced postoperative bleeding that required additional surgery. The anastomosis was performed on the initial procedure using a sureform 60 stapler instrument with both a blue stapler reload, and white stapler reloads. It was stated there were no errors, malformed/unformed staples or exposed blades. Additionally, the surgeon reported there were no holes or gaps in the staple line. There were no allegations of failure to fire, partial fire, or tissue pushing. No obstruction was encountered and no buttress material was used. The surgeon reported that minimal bleeding/oozing occurred after firing the sureform 60 blue reload. This was resolved by clipping the staple line with an automatic laparoscopic clip applier. The procedure was completed. On post-operative day (pod) 1, the patient experienced a decrease in blood pressure and was taken back to the operating room. While the exact volume of blood loss was not provided it was stated to be significant and resulted in the patient receiving a transfusion of three units of blood. The source of bleeding was thought to be from the staple line where the blue stapler reload had been used however, it remains unclear exactly which staple reload was involved in the reported event. The staple line was subsequently sutured via standard laparoscopic approach to control the bleeding, with no additional tissue excisions required and the procedure was completed. The patient is in stable condition and has since been discharged.